Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On 24-june-2024, it was reported that the patient faced infusion sets was not sticking and coming off even after an hour. The patient felt that the glue was changed on the sets. It was reported that the patient was on blood thinners and had blood on removal of the sets and tape was not sticking. No further information available.